Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had elevated lactate dehydrogenase rising since (B)(6) 2014. The patient had vague complaints of abdominal pain, nausea and vomiting, and diarrhea for a few weeks. The patient was worked up as an outpatient with echo, rhc, CT of chest and abdomen. No evidence of heart failure or thrombus. The patient was given IV fluids and bridged with medication. Add'l info rec'd indicated that the patient was still having rise in lactate dehydrogenase levels. An echo on (B)(6) 2014 revealed that av not opening at 9800 rpm, 6-7 pi, 5-6 l/min and pulse was intermittently palpable. On (B)(6) 2014 a right heart cath performed: wedge: 8, 9800 rpm, 5-6 l/m, 6-7 pi, 8 cm ventricle. On (B)(6) 2014: a ramp study revealed that the patient's heart was not unloading, the patient becoming symptomatic, and was av opening every beat. CT scans were reviewed and no issue with inflow cannula placement or outflows. A pump exchange was planned for (B)(6) 2014.